Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. Upon interrogation, their right ventricular lead exhibited over-sensing noise. No intervention was performed. The patient was in stable condition,.

Event description:
New information received indicated that the device exhibited another occurrence of several episodes of non-sustained right ventricular (rv) oversensing episodes due to lead noise withholding defibrillation therapies. The patient¿s device had not been checked in a while. The patient was stable with no adverse health consequences and will continue to be monitored.

Event description:
Additional information received notes recurrence of non-sustained right ventricular (rv) oversensing episodes due to lead noise. Programming changes were performed to resolve the issue. There were no patient consequences.